Event description:
The customer reported a blue fluid leak of approximately 10ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and the customer could not identify the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/26/2015 and noticed that the differential (diff) waste chamber (vc26) was not completely draining after each sample run and may have previously overflowed. The fse cleaned the drain port on the diff waste chamber, replaced tubing for the waste drain pressure valve vl53 and replaced the waste check valve and the check valve for the foam trap for vacuum waste chamber vc11. The fse verified the diff waste chamber was draining completely and verified and validated the instrument. (B)(6).